Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller on several corrective actions, including disconnecting tubing and delivering boluses. The issue persisted, leading to further instructions to replace supplies. Ultimately, the customer succeeded in completing a bolus and was guided to resume insulin therapy.